Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned together in the same original box with the batch number of the complaint on the label. A second original empty box with the batch number of the complaint on the label was also received. Device one, the t1, t2, and suture were returned off the needle. The knot has been tightened down. The variable depth straw was not trimmed but was returned off the needle the needle assembly is bent. Bio debris is present. Device two, the t1 is off the needle but attached to the suture. The t2 is on the needle. The variable depth straw has been trimmed and placed back on the needle. Bio debris is present. A functional evaluation of device one could not be performed because both implants have already been deployed. A functional evaluation of device two, using a simulation meniscus, showed t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of excessive force or contact with another source. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair, after the ultra fast-fix t1 was implanted, the t2 implant could not be deployed. The procedure was finished with a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).